Manufacturer narrative:
The reported guide wire was received at csi for analysis. Visual examination revealed a tight bend at the fracture site, and a kink in the core shaft wire. Scanning electron microscopy analysis revealed ductile torsion at the fracture site. The fracture surface combined with the tight radius bend at the fracture site was consistent with the guide wire becoming kinked and then manipulated and pulled until it fractured. At the conclusion of the device analysis investigation, the reported fracture event was confirmed. It was hypothesized that the distal portion of the guide wire or spring tip became bent or kinked from manipulation. This wire deformation then created interference within the catheter and the removal force applied through the catheter resulted in the guide wire fracture. However, the exact root cause of the fracture could not be confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A peripheral orbital atherectomy device was selected for treatment of a chronic total occlusion lesion in the superficial femoral artery (sfa). The vessel was 5mm in diameter, and the lesion was 4cm long. Antegrade access was obtained, and the tip of the viperwire guide wire was positioned in the mid posterior tibial of the sfa. Four treatment passes were successfully performed and the oad was removed from the patient. When the wire was rapidly removed through a non-csi catheter in order to take images, the tip of the guide wire remained in the popliteal artery. Per the physician, there was no resistance or snap felt at the time. The fragment was between three (3) and five (5) cm in length. A snare device was used in an attempt to retrieve the fragment, however it was unsuccessful, and the wire migrated into a small popliteal collateral. Per the opinion of the physician, the fragment was not a danger to the patient, and it was left in vivo. The patient was stable and healthy following the procedure.